Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty connecting a new dexcom g6 transmitter and sensor to the ilet pump and was viewing glucose readings on the dexcom app rather than on the ilet; the issue resolved after guidance to verify the transmitter ID and toggle cgm settings from g6 to g7 back to g6, then reconnect through cgm information. Symptoms included a low glucose reading of 65 mg/dl, with the user alert, receiving low and/or urgent low alerts, and self-treating with oral carbohydrates. Outcomes included self-management without medical intervention, assistance, or hospitalization. Investigation included device use review and troubleshooting steps focused on cgm pairing and configuration. Investigation of this case revealed an incorrect pairing configuration with the cgm transmitter that prevented data display on the ilet, which was corrected through reconfiguration and reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to cgm pairing settings.